Manufacturer narrative:
(B)(4). Fax number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. This occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. An event history log review was performed; however, the reported alarm was not identified. A visual inspection was performed and no issues were found that could have cause or contributed to the reported issue. Functional testing was performed and found that the device would not turn on. A service history review showed no failures/problems that were the same as, or similar to, the reported issue. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported issue. The cause of the reported issue was determined to be a problem with the power supply. The power supply was scrapped. Should additional relevant information become available, a supplemental report will be submitted.